Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a coiling interventional procedure using a small-bore sheath. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The cuff miss was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the evaluation of the returned unit, a potential product quality issue has been identified. Exception issue was initiated to further investigate the issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.